Event description:
Customer received burn during use of hot pack on the shoulder area. The pack was wrapped in a single towel. The yarn composite of the towel is unknown.

Manufacturer narrative:
Pending return and evaluation of device.